Event description:
It was reported that during a prostate procedure, ¿side and end firing¿ was observed. The procedure was completed using a second fiber. Patient outcome: "completed". There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): minimum cap wear is observed; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus buildup; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not forward firing; no failure was found. Probable root cause: based on the device analysis, the product complaint could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).